Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that there was no telemetry with recharging and poor communication. The patient had not used her implantable neurostimulator in a while, but was in pain so she tried to use it again. She saw a reposition antenna screen the month prior to the report when she tried to charge, and again on the day of the report. The patient stated that it might need to be replaced. The last time that she charged was in 2016 (about three months prior to the report). The last time that the patient had stimulation was not available. Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient had entered overdischarge for the third time. No external factors were reported, other than the patient stating that the device was difficult to charge. The rep was unable to communicate with the battery. No further complications were reported at this time. Further follow-up is being conducted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the overdischarge was noncompliance. A trickle charge was done to troubleshoot and resolve the issue.